Manufacturer narrative:
(B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received from the hcp via the representative. It was reported that a tube set alarm occurred on (B)(6) 2016.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving morphine at an unknown concentration via an implantable pump for non-malignant pain. It was reported that the patient's pump had been having motor stalls. It was unknown how many had occurred and at what times, however it was noted that each time the pump stalled, the pump recovered within 30 minutes. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. Diagnostics and troubleshooting performed was also unknown. The patient was going to go in to the hcp's office within the next few weeks and the issue was considered to be not resolved. It was unknown if surgical intervention was planned and the patient was considered "alive - no injury". No symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
(Information from manufacturer report 3004209178-2016-23581 was merged into this event). Additional information was received from a healthcare provider (hcp) on 2016-nov-14. On (B)(6) 2016, the patient had a refill. The logs were read and the pump stated a motor stall occurred on (B)(6) 2016 at 04:05 that recovered at 04:34 and stalled again at 15:54 the same day. On (B)(6) 2016, the message ¿stopped pump period may exceed tube set¿ was shown. It was reported that the patient had been inpatient in another hospital. The cause of the motor stalls was not determined. The pump was restarted on (B)(6) 2016 and the patient was rescheduled for reassessment and interrogation on (B)(6) 2016. The patient had a refill appointment of (B)(6) 2016. The residual volume was 19.5 ml and the readout amount of residual medication was 3.8 ml. It was reported that the patient had burning pain on the back and was diagnosed with chronic back pain. The patient arrived to the appointment in a wheel chair. The patient was receiving 50 mg/ml morphine at a dose of 12.654 mg/day and 17 mg/ml bupivacaine at a dose of 4.302 mg/day. The patient¿s mental, cardiac, and respiratory statuses were at baseline. The procedure site was without oozing or evidence of hematoma. The post-procedure instructions were given for self-care and the patient or caregiver verbalized understanding of discharge instructions. The patient was recently released from the hospital to continue rehab at home. The pump was interrogated and the logs were read to identify a stall. The orders were received to increase the pump by 10 % and the pump would be reassessed in one month. The patient requested oral medication to be called in to supplement. After the pump increase the dose of morphine was 13.937 mg/day and the dose of bupivacaine was 4.739 mg/day. The symptom of increased pain was reported. It was stated that the patient had been in and out of the hospital since the last fill. The patient was taking oxycodone 6 mg one tab every 4 hours as need for a mean daily dose (mdd) of 6 tabs for breakthrough pain. The patient was to come for re-evaluation of pump on (B)(6) 2016. It was stated that on (B)(6) 2016, the expected volume was 5.2 ml of medication and the actual medication removed was 26 ml removed. The patient had a CT of the abdomen on (B)(6) 2016. There was no stall in the logs at that time. The patient did not realize the pump stall had occurred. On (B)(6) 2016, the pump was reassessed and the medication was removed as expected. Nothing had changed since the appointment on (B)(6) 2016. There was 36 ml of residual medication and the readout amount of medication was 35.8 ml. The patient was at baseline for the mental, cardiac, and respiratory statuses. The patient was advised to speak/follow-up with the physician regarding the black stool since the patient had a g tube. It was stated that due to the discrepancy at the last refill, the intrathecal pump was interrogated with logs and accessed per protocol. The volume discrepancy on (B)(6) 2016 was noted as a device issue since the patient had been experiencing motor stalls. The cause of the volume discrepancy was not determined and the patient had too much medication in residual.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.